Event description:
It was first stated that a pt was burned during a standard dental treatment. Talking to the dental office it was stated that the handpiece heated up during the treatment but did not cause a burn. It was just recognised that the handpiece got hot. The dental office does not recall the name of the pt, hence it is not possible to supply further data of the pt.

Manufacturer narrative:
The analysis did show that the bearings have been grinding. The heat up was reproducible. The history of the product showed that it was in use since 2007 without any repair. The condition of the bearings is the result of the normal wear process which takes place during the use. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It contains also a note that the handpiece should be sent in for repair / check regularly. How often is based on the frequency of use of the handpiece. Reported due to the 2 yr presumption rule.